Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malfunction code 3. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the pump needed replacement, and a replacement pump was provided to ensure continuous insulin delivery.